Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluation was performed. Evaluation confirmed the reported symptom of false upstream occlusion alarms through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The upstream sensor was replaced to correct this condition.